Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the malfunction, and there was no reported adverse impact to the customer¿s blood glucose level. Customer support provided information and assisted the customer in resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.